Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) and increased capture threshold noted on the right ventricular (rv) lead. There were also some instances of a loss of capture noted. No intervention will be performed due to the age of the patient. The patient was stable with no consequences.